Event description:
As reported by an edwards germany affiliate, during a trans-axillary tavr procedure with a 26mm sapien 3 ultra valve, there were difficulty inserting the commander delivery system into 14fr esheath in the partially expandable part. The commander delivery system did not exit the esheath's distal tip, and it was withdrawn from the patient as a single unit. It was decided to switch to a 16 fr esheath. The valve was successfully implanted without any issues. However, the patient had a local dissection with good flow over the subclavian. There was no need for intervention. Later, the patient had chest pain, and a coronary CT was performed. The CT did not show any impacted on the coronaries, or progression of the dissection. The patient was observed to be stable post procedure. However, 3 days post procedure, the patient passed away due to cardiogenic shock. Per report, the operator stated that it was unclear if the cardiogenic shock was caused by the dissection, but since the angio CT report did not show progression of the dissection, they believed it was not related to the dissection.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the esheath shaft curved due to packaging. The valve was stuck in the strain relief. The liner was partially expanded, twisted, and the tip was unopened. The esheath shaft was damaged/torn with 6cm in length at 6cm from the strain relief. There were scratches along the sheath shaft. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for inability to advance through esheath was confirmed based on evaluation of returned device. Available information suggests that patient factors (calcification) likely contributed to the event as scratches were observed along sheath shaft. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.